Event description:
It was reported that during the procedure, the liner would not assemble with the shell. The surgeon tried with another liner that also failed to assemble with the shell. A third liner was impacted into the shell. There was no harm or health impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 20113607 / g7 longevity 10deg lnr 36mm g / lot #: 65726262. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02589. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; g3; h2; h3; h6 visual examination of the returned product identified the reported liners. The liners showed gouges, deformation, and indentations to the rim, cutouts, anti rotation scallops, inner and outer spherical surfaces. No other damage was noted. Dimensional product identifiers were measured for overall width and wall thickness and were found to be conforming to print specifications. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.